Manufacturer narrative:
The device from the reported event has been returned to angiodynamics, however the evaluation has not yet been completed. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4))

Event description:
As reported by angiodynamics' distributor in the (B)(4), an indwelling PICC device was removed and replaced because of an occluded lumen. The pt's condition was unaffected by this event. The used catheter has been returned for evaluation.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number h965458830 in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for the lots obtained through the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The angiodynamics december 2015 complaint report was reviewed for bioflo PICC product family and the failure mode: "lumen occluded - treatment." No adverse trends were identified. The returned catheter was visually examined and the valve discs in the hubs were confirmed to be slit and centered. No kinks, compressions, or other damage was visible on the catheter. During the cleaning process, when a 10ml syringe was used to infuse cleaning solution through the catheter, infusion could not be performed due to the bio-matter (dried blood). After the sample was soaked in a cleaning solution, however, bio-matter was able to be removed. A 0.018" guidewire was then inserted through the lumens of the catheter without difficulty, confirming patency. The infusion and aspiration pressures were measured on each valve and were found to meet specification. The following catheter dimensions were taken and also found to meet specification: tubing o.d., lumen height, lumen width, wall thickness and septum thickness. The reported complaint of occluded catheter tubing cannot be confirmed; the sample was evaluated and was found to be dimensional and functionally acceptable. Manufacturing process controls for this device include a 100% in-process visual inspection for molding defects and a guidewire insertion test to verify lumen patency. In addition, all catheters are 100% sprint tested after the guidewire verification to ensure the catheter does not leak. The directions for use packaged with the bioflo PICC contain guidance and precautions regarding the flushing of the catheter. (B)(4).